Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that the patient experienced high blood glucose levels during use of a cleo® 90 infusion set. The patient's blood glucose levels were 300 mg/dl at the time of the event. Upon noticing the high blood glucose levels, the patient changed their site. The blood glucose levels remained high after changing the set. No permanent injury was reported. See MFR: 3012307300-2017-01398.